Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation, the monitor displayed a service code 102 (charge profile fault) and failed essential performance testing. The cause of this service code was that the c19 component pad was lifted from the defibrillator pca. The root cause of the lifted pad could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.